Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was received and the balloon had been deflated into 3 wings. The distance to the shaft break was measured at approximately 7.9cm from the distal tip of the balloon. The break was located proximal to the proximal glue joint and it did not appear to be a clean break. The break location on the catheter appeared deformed where it could have been caused from excessive force from pulling the balloon into the sheath. However, there is insufficient evidence to confirm this as the root cause. The investigation is confirmed for a shaft break. The root cause is unknown. The current IFU for this device states: caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damge to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that allegedly the catheter broke on a pta balloon during the first inflation, using a 5cc syringe. The purpose of the procedure was to declot a graft in the patient's upper arm. The break in the catheter was proximal to the balloon. Reportedly, the tracking was not tortuous or calcified. The balloon was withdrawn and without losing access over the .035 wire, the physician used another balloon without incident or injury to the patient.